Manufacturer narrative:
Product analysis: analysis of the device could not confirm the customer comment that the output connector assembly was broken, the connector was found to be contaminated. Analysis also noted that the hanger assembly was broken, and six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The epg was returned for service. There was no patient involvement.